Manufacturer narrative:
Method:manufacturer reviewed x-ray screen shot of implanted device. Results: review of x-rays by the manufacturer revealed three gross lead breaks. Conclusions: device malfunction caused event, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating nurse in belgium contacted our representative and reported that she had a vns patient with high lead impedance. It was reported that the patient was implanted in 2003 and had not been seen for follow up for two years. They were seen and their seizures were under control, only their control was not as good as the last time they were seen. It was reported that their vns was showing output status limit, lead impedance high, dcdc 7, eri no. The patient is going to be referred for surgery (B)(6) 2011. A screen shot x-ray was received for review and it was noted that there were three gross lead breaks near an anchor tether in their neck region. Investigation is underway.